Event description:
It was reported that the console pedal sticks and continues to fire even when the surgeon removes his leg from the pedal. There is also a rattling sound inside the footswitch. There was no patient or procedure involved.

Manufacturer narrative:
The console was not returned for analysis; however, this unit was serviced at the facility by a field service engineer (fse). The fse replaced the foot switch of the console system. Based on the work performed on the console, it is likely that the footswitch was damaged. Based on this information, the reported event is confirmed. The labelling review did not reveal any evidence of device off-label use or failure to follow instructions. The instruction for use (IFU) instructs that to prevent accidental laser discharge, always verify that the laser system is in standby mode before disconnecting the delivery system. Based on the information available, and console analysis results, an evaluation conclusion code of cause traced to component failure was assigned for the component damaged which could have affected the device performance and its integrity leading to the event experienced by the customer.

Event description:
It was reported that the console pedal sticks and continues to fire even when the surgeon removes his leg from the pedal. There is also a rattling sound inside the footswitch. There was no patient or procedure involved.